Event description:
My new philips dream machine was put on a recall list. After waiting a year philips sent me a dysfunctional replacement machine. The problems include: difficulty in starting the machine. Difficulty in turning the machine off. There is no automatic air filter reminder like what was on the one I sent in. In the settings, there is no "preheat" setting. Adjustments to the humidifier cannot be made. I have tried to contact philips on several occasions, each time I was put on hold. I would hold for over an hour with no response other than to continue to hold. At 5:00 p.m., no matter how long you have been on hold, they would just shut the phones off. Reference report: mw5115315.